Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that the left ventricular electrogram was flat and on (B)(6) 2018 it was found that the left ventricular sensing was off. The following physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)